Event description:
Event description guidant received information that one day following the implant procedure this atrial lead had dislodged and the ventricular lead had intermittent sensing, capture, and variable impedance measurements. During the revision procedure the helix of the atrial lead could not be retracted and capture could not be obtained on the ventricular lead using high outputs. Both leads were explanted and tissue was noted in the helix mechanisms. The leads were then replaced and returned for analysis.